Manufacturer narrative:
(B)(4). Date sent: 5/6/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please provide device details lot#/batch# 2. Was the firing sequences started? If yes, was the firing sequence completed? 3. Did the device deliver any staples? 4. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 5. Were there staples missing from the staple line? 6. If yes, was the staple line complete? 7. Did the device cut? 8. If yes, was the cut line complete? 9. If yes, was there any issue with the cut line 10. Was there any difficulty opening the device jaws? 11. If yes, what steps were taken to open the jaws. 12. If the jaws could not be opened, how was the device removed. 13. Was there a patient consequence? If yes, how was the issue addressed? 14. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the stapler was stuck with the intestines between the jaws. There was a delay of more than 15 minutes. There was no patient consequence reported. No additional information provided.